Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see section h.10.

Event description:
It has been reported that the syringe 2oz cath tip bns has been found experiencing 23 occurrences of scale marking issues before use. The following has been provided by the initial reporter: it was reported that the scale markings were blurred on the syringes. Event description per attached email states: the last 3 orders they received from march to july of 2019 for (B)(4) each they found syringes with blurred graduation lines. Of (B)(4). They found 23 defected ones.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe 2oz cath tip bns has been found experiencing 23 occurrences of scale marking issues before use. The following has been provided by the initial reporter: it was reported that the scale markings were blurred on the syringes. Event description per attached email states: the last 3 orders they received from (B)(6) to (B)(6) of 2019 for 2,500 pieces each they found syringes with blurred graduation lines of 2,500 pcs. They found 23 defected ones.